Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 190% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp). The cg stated that the machine was showing a high drain -3946. The technical service representative (tsr) asked the cg if the machine was flashing to a three digit number after high drain. The cg stated no, it was showing high drain 3946. The tsr had the cg press stop and go, the hcp went to press go to start. The tsr had the cg check the logs. The total volume was equal to 183 ml. The tsr checked the cycle by cycle ultrafiltration (uf). The cycle 10 uf was equal to 37 ml, the cycle 9 uf was equal to 49 ml, the cycle 8 uf was equal to 0 ml, the cycle 7 uf was equal to 56 ml, the cycle 6 uf was equal to 44 ml, the cycle 5 uf was equal to -21 ml, the cycle 4 uf was equal to -12 ml, the cycle 3 uf was equal to 29 ml, the cycle 2 uf was equal to -22 ml, and the cycle 1 uf was equal to 13 ml. The tsr checked the alarm log and found high drain 3946 and a check patient line alarm. The tsr had the cg check the therapy log, and on (B)(6) 2012, therapy was complete, the initial drain volume was equal to 38 ml, the last fill volume was equal to 88 ml, the total fill volume was equal to 1995 ml, and the total drain volume was equal to 2179 ml. The tsr advised the cg to contact the peritoneal dialysis registered nurse (pdrn) about therapy for the night. The cg stated they would contact the doctor. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.